Event description:
Related manufacturer reference number: 2017865-2023-23865. It was reported that the patient's right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. Episodes of high ventricular rate were noted. While the patient's right atrial (ra) lead was experiencing noise. No intervention has been performed on the rv lead and ra lead. The patient's condition was stable.

Event description:
New information received notes that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. The right ventricular (rv) lead and ra lead were explanted and replaced. The patient's condition was stable.